Event description:
Patient with metastatic breast cancer, and a history of chronic opiate use, is now status post intrathecal pump placement. She was doing well on morphine and bupivacaine, however, recently had a dramatic increase in her pain.she underwent a side port study under fluoroscopy guidance a few weeks ago, which demonstrated a functioning pump, from which csf was not able to be aspirated. The catheter lead appeared to have migrated out of the intrathecal space. At that point she was scheduled for an operating room revision of the indwelling intrathecal catheter.